Event description:
It was further reported that it was 95% stenosed target lesion located in the severely calcified and moderately tortuous left anterior descending artery. Pre-dilation was performed. The stent dislodged during advancement while inside an unspecified guide catheter located at a portion outside of the patient anatomy due "to a defect in the guide catheter." The stent was successfully removed from the guide catheter. The procedure was completed with an unspecified bare metal stent.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified a shaft hypotube break located 33cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was further reported that it was 95% stenosed target lesion located in the severely calcified and moderately tortuous left anterior descending artery. Pre-dilation was performed. The stent dislodged during advancement while inside an unspecified guide catheter located at a portion outside of the patient anatomy due "to a defect in the guide catheter." The stent was successfully removed from the guide catheter. The procedure was completed with an unspecified bare metal stent.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. Using a direct stenting technique, a 2.75x38mm promus element stent was advanced to treat the target lesion located in an unspecified but calcified vessel, but while trying to cross the lesion the stent dislodged from the balloon. No further patient complications were reported and the patient status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified a shaft hypotube break located 33cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).